Manufacturer narrative:
The heartmate 3 left ventricular assist system was implanted during the momentum 3 ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 left ventricular assist system was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient went to the emergency room on (B)(6) 2018 after experiencing 1-2 days of diarrhea, with stools turning dark, black, and bloody that morning. The patient also experienced coffee-ground vomiting. The patient was admitted to the intensive care unit where they were transfused 4 units of packed red blood cells over a period of 24 hours. At the time of the event, the patient was prescribed anticoagulants, aspirin, and warfarin. No additional information was provided.

Manufacturer narrative:
Investigation summary: a correlation between the device and reported gi bleed cannot be conclusively determined. It was reported that the patient went to the emergency room on (B)(6) 2018 after 1-2 days of diarrhea with the stools turning dark black bloody. The patient also had coffee-ground vomiting and was admitted to the ICU. The site of the bleeding was reported as gastrointestinal. The patient was on aspirin and warfarin at the time of the event. The patient received 4 total units of packed red blood cells over a 24 hours period. Review of the submitted log files revealed no atypical events and the system appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). This type of event has been previously investigated. Reference document 88058. Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Patient remains ongoing with the device. The manufacturer is closing the file on this event.